Manufacturer narrative:
Cloud data from the user for the period of 25oct2025-26oct2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient had issues with high blood glucose (bg) levels on (B)(6) 2025 and telephoned the hospital. The pod was removed and no diagnosis was provided. On (B)(6) 2025, the levels were still high and the patient was taken to (B)(6). Symptoms reported include fatigue, nausea, thirst, hunger and bowel frequency. The medical staff removed the pod and injected 3 units of insulin with a pen 3 separate times. The pod was worn on the patient's leg for between 5 and 24 hours. Dr. Clement ohanmo was the first doctor that provided treatment. The patient was released after 5 hours. A new pod was applied on (B)(6) 2025.